Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the mesh had become infected and needed to be explanted. There was no bowel injury or fistula noted during the explant of the mesh. It was also reported that there had been two large holes in the mesh.